Event description:
During implantation, oversensing and undersensing was noted on the right ventricular (rv) lead. After several repositioning attempts to find acceptable electrical measurements, the helix was unable to be retracted or extended. The rv lead was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The reported events of a helix mechanism issue was confirmed while over sensing and under sensing was not confirmed. As received, a complete lead was returned in one piece with the helix fully extended and clogged with blood/tissue. X-ray examination of the lead found severely overtorqued of the inner coil consistent with the procedural damage. After cleaning and by applying toque directly to the inner coil, the helix could be retracted and extended, and helix extension length met specification. Electrical testing performed did not find any conductor fracture but an internal short was found due to overtorqued of the inner coil in the connector region during the procedure. The cause of the reported event helix mechanism issue was isolated to overtorqued of the inner coil in the connector region and the helix being clogged with blood/tissue.